Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the fuse was blown in mpd controller. Fse replaced the fuse. After replacement, the system was returned to use in good working condition.